Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and persistent false lumen flow.

Event description:
On (B)(6) 2020 the patient underwent reintervention for treatment of a distal sine (stent graft-induced new entry). One gore® tag® conformable thoracic stent graft with active control system (ctag a/c) was used to reline a previously implanted conformable gore® tag® thoracic endoprosthesis. A second ctag a/c device was used to overlap the first ctag a/c and a previously implanted cook medical tx-d x2 bare metal stent graft. On (B)(6) 2020, follow-up CT imaging confirmed a distal sine at the distal junction site of the second ctag a/c device and the cook medical tx-d x2 bare metal stent graft. The patient is being monitored.